Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4)

Event description:
Information was received from a physician in regards to a patient who was being treated with baclofen 3200 mcg/ml (639 mcg/day) and dilaudid .2 mg/ml (.164 mg/day) intrathecal therapy via an implanted pump. The brand of baclofen and the baclofen lot number was unknown). The pump's indication for use (IFU) was listed as intractable spasticity. The patient's medical history and concomitant medications were unknown. On (B)(6) 2015, the patient started to experience mental status changes and some muscular rigidity. The physician was concerned that the patient may be in baclofen withdrawal and had been admitted to a hospital. Additional information has been requested regarding the patient's medical history and concomitant medications, diagnostics, actions/interventions, cause of the event and the event outcome, but it was not available at the time of this report. If additional information is received, a follow up report will be sent.